Event description:
Front bottom crossmember suddenly failed (right side of front "axle" snapped off completely going slowly over flat ground) causing me to fall shortly after ankle surgery. Product was purchased new and was used lightly for approx 2 months total over course of ownership. Because, the item was a few months out of warranty, this company would offer no remedy for repair or replacement off the frame (paid or unpaid). Company didn't even want to examine the unit to make sure it wouldn't happen to others. Incident date: (B)(6) 2011 this is an estimate. Injury, first aid received by non-medical professional. Purchase date: (B)(6) 2009.